Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and the tandem-provided usb cable. A new wall adapter and usb cable were sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No wall adapter or usb cable were received for investigation therefore no evaluation could be performed for the wall adapter and usb cable allegations.